Event description:
It was reported by service report that the bed was not able to be used because it was missing footboard and had the wrong cpu installed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board.